Manufacturer narrative:
Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (controller eclipse, 945eclc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the system with a single daq under high input load, one or two input channels became greyed out and those inputs occasionally move as to which it is. When operating a loaded box and a template is built then a 2nd set is also used to build a template and it has emg, eeg, sep in different sets, when switched between the sets any inputs that were allocated to more than one test was paused. For example, in set 1 if it had 16 channels of emg and in set 2 it had multiple sep channels, if any of those were overlapping used channels in set 1 that channel was paused whilst being used by the other set. The daq and cables were checked and it was working fine, so the issue was suspected to be with the eclc controller. There was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: initial analysis found that when connected the entire system and try to replicate/confirm the reported issue, initially it was not giving any issue, but once the testing continued, and tried to replicate the reported problem again, during one of the test, it was noticed that the daq a and daq b were losing connectivity/communication intermittently. H6: previously applied codes fdm b17, fdr c20 and img g04035 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the issue occurred intra-operatively. The issue was not resolved with troubleshooting or repositioning. They tried multiple cables and daqs. All daqs and cables work on either base units. The procedure was completed with the reported product by using multiple protocols interchangeably.